Event description:
It was reported that the staple line of the pulmonary vein did not remain dry, the staple line that remained in the tissue that was extracted does not form completely, it was decided to reinforce the staple line with manual suture, third case in the month.

Manufacturer narrative:
(B)(4). Date sent: 3/18/2024. D4: batch # unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.